Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the wake button has stopped functioning. It was confirmed that the pump still turns on when plugged into a power source. In addition, it was reported that the customer experienced elevated blood glucose levels (353 mg/dl). During troubleshooting with tandem technical support, it was found that the pump date and am time settings were set to pm. Customer corrected the time and date, and stated a correction bolus was delivered to stabilize blood glucose levels.

Manufacturer narrative:
Settings issue- no failure identified.